Event description:
Related manufacturer reference number: 2017865-2025-27930. Related manufacturer reference number: 2017865-2025-27932. Related manufacturer reference number: 2017865-2025-27933. It was reported that the patient presented for a follow-up in the clinic with infection and vegetation on the leads. The vegetation was visualized with transesophageal echocardiography. The physician explanted the active system pacemaker, right ventricular lead, right atrial lead, and left ventricular lead to resolve the issue. The patient experienced no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.